Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient developed posterior capsular opacification post bilateral lens implant. Reportedly, the patient has no intermediate or near vision and photorefractive keratectomy (prk) surgery was performed. It is unknown if prk surgery was performed on the right, left, or both eyes. The reason for prk surgery was not provided. This event pertains to the patient's left eye. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: describe event or problem. Based on additional information received, this event is determined to be unrelated to the device, and therefore is no longer considered reportable. The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: the lens was repositioned successfully, a yag was performed, and followed by a prk procedure. All procedures were on the right eye.